Event description:
Pt was admitted to the ER with a complete bowel obstruction for 2 days as a result of prior mesh colporrhaphy with intepro y mesh on (B)(6) 2010. Pt was hospitalized for 7 days after surgery. Upon admission to the ER, the pt's creatinine was at 5 indicating kidney failure. Chest x-ray also showed pneumonia of the right lower lobe, and echo cardiogram showed developing chf with 40% ejection fraction. All these problems related to the trauma of the bowel obstruction due to adhesion of the mesh. Reason for use: uterine/vaginal prolapse and lap robotic hysterectomy.